Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.